Event description:
It was reported that the patient experienced ineffective therapy and the right T12 lead exhibited high impedances. Surgical intervention was undertaken on (b)(6)2026 wherein the right T12 lead was left abandoned, and a new lead was implanted to address the issue.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.